Event description:
It was reported the patient had a shocking or jolting sensation. The reporter stated the patient told them about this on friday and the patient had noted that it started within that week and it happened a few times. It was noted the patient described it as a light shock on their lower back that seemed to occur with changes in position. The reporter stated they shortened the pulse width among other adjustment that seemed to have remedied the situation. It was noted the patient was instructed to call the manufacturing representative if the issue persisted. It was further noted the manufacturing representative had not heard from the patient since. Additional information received reported that impedances were checked and nothing was abnormal. The reporter stated patient was reprogrammed by shortening the pulse width and that appeared to take care of the problem. It was noted the patient was doing well and there appeared to be no concerns at this time. It was further noted that no malfunctions were apparent or discovered.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).